Manufacturer narrative:
Other text: h10. Device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. Visual inspection revealed a chipped rear housing and broken front housing. The customer's reported problems (error code 1320/damaged case) were confirmed during visual inspection and functional testing; the pump was found to be displaying error code 1320 upon power up. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The internal real time clock lithium battery, and both cases were replaced in order to address the reported product problems.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1320 and the case was damage. The issue was discovered during testing and there was no patient involvement.